Event description:
The customer reported three occurrences of erroneously low tsh results generated on unicel dxi 600i synchron access clinical system for three different patients on two separate, consecutive dates. Repeat testing of the patient samples produced higher results within the normal range of the assay for all three patients. The erroneous results were not reported out of the laboratory; hence no change in patient treatment or effects to any patient in connection to this event was reported. This MDR addresses the event on (B)(6) 2012, for patient one. The event on (B)(6) 2012, is addressed under MDR 2122870-2012-01538 (patients two and three). The plasma samples were collected in 6 ml lithium heparin (lihep) sample tube and centrifuged at 3000 rpm for ten minutes at room temperature. The customer did not note any flags or error while running patient samples. System checks performed on the (B)(6) were passing within instrument specifications. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the event and passed within the customer set mean. Unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and observed the close tube accession (cta) sample syringe was leaking. The fse replaced both the sample syringe and the sample syringe valve with new parts. The fse performed the following: replaced peripump tubing on the access instrument. Aligned the instrument pipettor, adjusted instrument voltages, and calibrated the instrument transducer. Verified hardware performance by completing a passing tsh precision study with "no low results seen". Completed repairs to several hardware components during the service visit, however, there was no evidence supplied from the service visit to implicate a specific hardware component as the cause of this event. The cause of this event is likely attributed to hardware, although it could not be determined if the access components and/or the cta components replaced by the fse caused the event.